Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) of 21mg/dl without symptoms. The patient was taken to the emergency room for treatment. The patient was treated with IV glucose and food and drink. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: the bb shows unexplained por events on event date (B)(6) 2015 beginning at 13:25. On (B)(6) 2015 at 07:06 unexplained por's; deliveries resumed at 03:21. No damage found to returned battery cap. Battery compartment is cracked near the cover. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. The tdd¿s add up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).